Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained high glucose despite multiple correction doses while using the ilet pump, then disconnected from the pump and administered subcutaneous insulin via pen; the user did not report alarms, visible infusion set issues, new medications, or pump troubleshooting. Symptoms included hyperglycemia. Outcomes included temporary discontinuation of pump therapy and use of multiple correction doses with a switch to multiple daily injections. Investigation included user interview and case review. Investigation of this case revealed no observed supply issues or alarms reported by the user and no confirmed device malfunction due to the absence of troubleshooting or returned product, so the cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.